Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that for the past 5 weeks prior to this report the patient had been feeling pain on both side of the spinal column. The patient was having a tingling sensation near the spinal column as well. Patient was admitted to the hospital on (B)(6) 2014 due to spasms in the lumbar area. Patient¿s legs were completely paralyzed and it was quite a while until she could move. The patient was having trouble urinating and had swelling from the waist down to the knees. It was noted that the patient also had swelling below the knees but it was not as bad. The patient was having chronic headaches and was not able to use or lift her left arm. Stimulation was shut off the night prior to this report and the patient had regained use of her left arm and turned stimulation back on the morning of this report. It was noted that the left arm was more painful. Patient had an x-ray of the left arm the day prior to this report and it had looked fine, there were no fractures or sprains. It was noted that the patient usually had it set at 2.30. Patient was admitted to hospital about 3.5 weeks prior to this report patient was admitted to the hospital for bacterial pneumonia. Patient had an appointment on (B)(6) 2014 with the healthcare professional. Additional information was requested but had not been received as of the date of this report.

Event description:
Additional information received reported that the healthcare professional (hcp) only sees the patient once a month. It was noted that she was a very complicated patient. It was noted that this hcp did not know anything about patient symptoms.

Event description:
It was further reported that the patient received assistance from their doctor or a manufacturer representative in 2013 and their concerns were resolved.